Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep performed a full system checkout and the system was performing as intended. No parts were replaced on the system. The only errors in the logs were during system shut down sequence; they had nothing to do with image acquisition. It was also stated that no x-rays were being generated at the time in the logs the biomed saw, so there was never an actual arc. It was determined that the system was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the x-ray tube arced. No further information was provided by the site representative who called in this issue. It was also reported to a medtronic representative (rep) that a user at the site stated they were ¿having trouble acquiring images.¿ there was no reported patient involvement. A rep later called in and stated that he couldn¿t duplicate any issues with the system, and that there was never an actual arc. The biomed was trying to go through the logs since he wasn¿t given any information about the issue and the radiologic technologist (rt) was not present. What the biomed saw in the logs was an error during system shutting down, so there were no x-rays being produced at the time he saw in the logs.